Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The device was reprogrammed. Later, there was more noise, so the system was programmed off. There were no additional adverse patient effects. The doctor may explant the system.